Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited atrial arrhythmias terminated when the arrhythmia continued as events are in blanking period. The ipg remains in use. No patient complications have been reported as a result of this event.